Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequent troubleshooting efforts were attempted, however the communicator was unable to complete a full interrogation. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there was no adverse patient effects reported.